Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist sleeve and main body of a minicap transfer set. It was further described as "the twist clamp completely separated from the tubing ". This occurred during final drain, when the patient attempted to close the transfer set for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between tubing and twist clamp. There were marks inside the tubing indicating the tubing was positioned onto the leg of female connector. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the two components is a friction fit and not a solvent bond. Should additional relevant information become available, a supplemental report will be submitted.